Event description:
Customer reportedly received results of hi (greater then 600 mg/dl) and 257 mg/dl within 10 minutes on the compact plus system. Customer states he had pineapple juice on his hands when received the result of hi. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.

Event description:
Patient revised to address dislocation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.